Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040609 captures the reportable event of balloon tip bent.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. During the procedure, the tip was bent and could not be removed. The catheter was cut in order to be removed from the scope. The procedure had already been completed successfully with the original device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.